Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the nephew that the patient experienced wearable failure. The patient uses beta bionic ilet pancreas system which requires a fingerstick bg value to be entered every 4 hours in the absence of cgms for insulin delivery to continue. According to the nephew, the patient had a seizure the night before the call around 7:30 pm. He confirmed that the sensor had already failed for 5 to 6 hours before the seizure occurred. The reporter could not provide the cgm reading prior to the sensor failure, and the patient had been relying on a bgm for medical decisions. This is required for the pump to continue delivering insulin. All insulin delivery from beta bionic ilet pancreas system is automated and there are no preprogrammed settings. Per the nephew, when the patient had the seizure, he tried to calm him down, and his girlfriend called 911. The paramedics arrived around 7:45 pm and reported that the blood sugar was low, with a bg reading of approximately 40 mg/dl. They administered glucose tablets and gave the patient some IV fluids. By around 8:15 pm, the patient was able to recover at home and was not admitted to the hospital. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.